Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 950 mcg/ml of fentanyl at 261 mcg/day, 950 mcg/ml of clonidine at 261 mcg/day, 19 mg/ml of bupivacaine at 5.2 mg/day, and 14.2 mg/ml of dilaudid at 3.9 mg/day via an implantable pump for spinal pain and other non-malignant pain. On (B)(6) 2018, it was reported that the patient's pump was empty. The pump reportedly went empty on (B)(6) 2018. The rep stated that they believed that the physician would elect to replace the pump. The rep wondered if there was a set amount of time after which damage to internal pump tubing might occur. Additional information was received from a consumer via a company representative (rep) on (B)(6) 2018 indicated the patient¿s pump was empty because the patient had not had the pump refilled. It was noted the patient contacted several physicians¿ offices, but none would take her on as a new patient due to the medication mixture in her pump. As a result, no actions have been taken and the empty pump was not resolved. The patient¿s weight was asked for, but was unknown and the pump remained implanted. No further complications were reported/anticipated or expected.